Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, a pairing failure between the transmitter and the smart device occurred. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. A voltage test was performed and the transmitter failed. The share log was reviewed and the transmitter failed. The reported allegation was found with the returned transmitter. The customer complaint of pairing failure was confirmed. The root cause was determined to be loss of connection. The reported issue of pairing failure is reportable based on the finding of permanent loss of connection.